Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal valproate 150,0 mg/ml at 100,0 mg/day. The indication for use was not provided. It was noted the patient had a medical history of epilepsy. It was reported that the patient heard the pump alarming. The pump was interrogated on (B)(6) 2018, and logs showed that a motor stall occurred on (B)(6) 2018 at 11:18 with recovery on (B)(6) 2018 at 11:47. The patient heard the pump alarming again on (B)(6) 2018, almost 24 hours, at around 11:51 and again at 12:55. No actions/interventions had been taken since hearing the pump alarm on (B)(6) 2018 as the patient lived 3 hours from clinic. The patient had not yet returned to the clinic, but the patient planned to return on (B)(6) 2018. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved. However, it was noted that the patient¿s status was ¿alive - no injury¿. At this point, there were no known environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight was unknown. The implant date was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. The patient had two periods where the pump critical alarm was activated on (B)(6) 2018. After interrogation the pump had stalled on two occasions but recovered. The first time it stalled for 29 minutes, then recovered. Then 2 hours and 6 minutes later it stalled again for 43 minutes then recovered (logs previously reported show moor stall on (B)(6) 2018 at 13:56 with recovery on (B)(6) at 14:36). On (B)(6) 2018 almost 24 hours to the time the critical alarm sounded and then 10 minutes later sounded again but stopped for one hour. This then occurred on the hours, every hour for four hours. It was noted that the patient called the neurosurgery nurse to say the pump was sounding every five minutes continuously for the past 20 minutes at 5:30 p.m. On (B)(6) 2018. The hcp stated they understood that meant the pump was continuously stalling but t he patient wouldn't be coming back to have the pump interrogated until friday (B)(6) 2018. It was noted the patient knew to call the neurosurgery nurse if their symptoms worsened. The alarms were not annoying the patient at the moment. The patient had not been near any magnetic sources now lived near power lines or radio towers. It was also noted that the patient had an MRI (magnetic resonance imaging) two weeks before, at which time the pump recovered after the MRI motor stall promptly. The logs previously reported show this occurred on (B)(6) 2018 at 09:50 with recovery (B)(6) 2018 at 09:59. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump still remained in the patient and had not been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the drug used in the pump was epilim. It was also noted that the catheter was checked using image intensifier and dye and a catheter access port kit and the catheter seemed to be patent.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative confirmed the previously reported motor stalls that occurred on (B)(6)2018. It was indicated that approximately 3 months post implant a motor stall occurred with no recorded recovery. A provided pump interrogation print report from (B)(6) 2018 indicated 3 additional motor stalls occurred, with the last having no recorded recovery (motor stall on (B)(6) 2018 at 13:53 with recovery at 14:36, motor stall on (B)(6) 2018 at 08:50 with recovery at 08:59, and motor stall on (B)(6) 2018 at 09:41 with stopped pump may exceed tube set message on (B)(6) 2018 at 09:41). No patient symptoms were reported. The pump was programmed to off mode. There were no plans to remove the pump at this time. It was noted the pump in question replaced a competitor pump due to lack of assistance with refills and/or troubleshooting in australia. The indura catheter was attached to the competitor catheter in patients where the synchromed® ii programmable pump replaced a competitor pump. No complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was indicated permanent motor stall was discovered on (B)(6) 2018. The pump was explanted on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.